Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107-multiple abnormal shutdowns) was confirmed. Upon investigation, the monitor was intermittently resetting. The cause for the failure was isolated to contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was causing a service code 107-multiple abnormal shutdowns.